Event description:
Caller reports patient tested 7.0 inr on coaguchek xs system and 2.7 inr on a comparison lab. No action taken based on device result. No adverse event reported. Requested return of suspect system, and replacement sent.